Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+ss test system (hcg + b) on a cobas e 411 analyzer (rack system). The patient reportedly received incorrect treatment based on the low result. The initial result was 0.100 miu/ml with a data flag. The patient was allegedly given a trigger shot based on this result. There was no allegation that the patient was harmed due to this treatment. The doctor questioned the low result. The sample was repeated with a result of 251 miu/ml. This MDR is being submitted in an abundance of caution.